Event description:
A recent download from a male pt revealed several "battery pack fault" flags. Support tried to contact the pt and left a message. Pt's nurse contacted lifecor customer support in 2008, the report that one of the battery packs is flashing the "battery pack fault" led when it is placed on the battery charger. Also, this battery pack was not holding a charge. Support reminded the pt's nurse that the battery pack should be changed every day. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation for battery pack has been completed. Battery pack had defective cells. The root cause of the defective cells is not known, but was probably due to excessive discharging. Many "battery runtime expired" flags were seen on the final download from the last pt to use this battery pack. This meant that the battery pack was used for greater than twenty-four hours. This means that the pt continued to use a depleted battery for hours after the expired runtime alarms sounded. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The last pt to use this battery pack did not report any problems. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.